Event description:
It was reported, that during the procedure the lead helix could not be fully retracted during lead testing prior to implant. The lead was replaced and not used.

Manufacturer narrative:
Analysis was normal. No anomalies were found.